Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, all drawers are unable to open, and the system displays an error message as "unknown device." A system reboot was performed, but the issue persists. The device is scheduled for surgical use today, making the situation as priority. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station needed to updated for compliance. A technical support specialist (tss) corrected rss (remote support service) and component manager installations. The tss completed the data sync once rss issues were cleared. The tss informed the customer that additional steps were required to bring the device into compliance with windows updates (wsus) and eset 12 antivirus, which required two reboots. All required updates were sent to the device and were pending reboot. The customer rebooted the device once the room and tss later verified that the reboot process completed successfully and the device was fully compliant, and proceeded to close the case. The system functioned as intended after the technical support specialist troubleshot the device.